Event description:
(B)(6) actually had 3 separate incidents where staff questioned whether or not the nims tubes were picking up the responses/reading the impulses of the pt while the tube was in place. No pt injury or harm in all 3 cases. And, unfortunately, no tubes were saved which means no lot numbers are available. In all 3 cases, the anesthesiologist and/or neuromonitoring tech was able to trouble shoot the issue and get the tube to start reading again. Question if this was perhaps a bad lot number of tubes?